Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
(B)(6) 2015 crts (B)(4)(con): nge with position (patient had adaptivestim). The patient indicated she used to have a sitting and standing position but now the setting was the same which changed in (B)(6). Starting in (B)(6) stimulation started to increase by itself when the patient was in the same position, but now while in the standing position, stimulation would turn itself down and the patient would have pain as a result. It was noted the patient was standing/sitting when they felt the change occur and was related to positional movement and was occurring daily. The patient stated the implantable neurostimulator (ins) turned down stimulation after 30 minutes of being in that position. It was verified that stimulation was on, the group with adaptivestim was turned on, and the patient programmer (pp) was displaying the correct position. There were no falls or traumas reported. It was noted the patient did fall initially after implant but her implant was working fine after. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.